Event description:
It was reported that the patient tripped and fell onto the ilet, resulting in a cracked screen and loss of touchscreen functionality that prevented unlocking; the patient transitioned to multiple daily injections and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint intake review, verification of shipping information, return logistics, and device return for evaluation. Investigation of this case revealed physical damage to the user interface/display consistent with external impact, with loss of swipe function; the device component affected was the screen assembly and related touch interface, and no alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.